Manufacturer narrative:
F1906 code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Both medtronic imaging and navigation were aborted.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the radiation was disabled on the pendant. This issue occurred intraoperatively and caused less than 1 surgical delay. There was no reported impact on patient outcome. Troubleshooting stating that tried to power down the system, unplug the umbilical, booted up the mobile viewing station (mvs) before the image acquisition system (ias), reconnected the umbilical cable information was pending. Confirmed the dongle was fully seated and not damaged was pending. Confirmed the key was horizontal also pending. Additional information sating that filed service engineer (fse) reported that the patient was affected, and the explanation was, "harder surgery, less accurate".

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that found and corrected poor cat connection on image acquisition system (ias) side of umbilical connector. System operates as expected continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: updated gcode (g04096). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that when the manufacturer representative (rep) arrived onsite, they found that the detector would not initialize due to poor connections (the image acquisition system (ias), and detector cat 5 were not seated completely in the connector) at the ias side of the umbilical connector. After reseating the connectors, the system operated as expected. The charger enclosure and detector interface was replaced.

Manufacturer narrative:
Correction: updated d10 continuation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a hardware issue as per the complaint data. Found and corrected poor cat connection on image acquisition system side of umbilical connector system operates as expected "software was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.